Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to less than 100%. The device was recalibrated to address the issue.